Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as very itchy, red and raw and containing yellow pus. Reaction was located on the arm. On (B)(6) 2016, the patient's mother took the patient to the doctor, to see what they could do about the skin reaction that began on (B)(6) 2016. Doctor prescribed the following medications: steroid cream, hydrocortisone, flonase, antihistamine, sports tape and medical tape. Affected area was treated with the prescribed medications. At the time of contact, the patient was okay, aside from rashes. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.